Event description:
A hospital (B)(6) reported via a distributor that the heater wire pin of an rt200 adult breathing circuit was bent and could not be connected to the heater wire adaptor. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the returned rt200 adult breathing circuit was visually inspected for bent pin. Results: one of the pins of the inspiratory heather wire was slightly bent inwards, preventing the insertion of the heater wire adapter plug. A log check revealed no other complaints of this nature for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. This is not considered to be a high risk over a short period. (B)(4).